Event description:
Neurosurgeon was using maestro drill to turn cranial bone flap during craniotomy and tumor resection. Surgeon reported greenish/silverish fluid (which appeared to be oil)leaked out of the drill and appeared to drip into the surgical wound. Drill was immediately removed from surgical field. Wound irrigated copiously with polymyxin irrigation. The patient tolerated the procedure well and was discharged as planned on. She was recently seen in outpatient follow-up and appears to be doing well. The surgical wound appears to have healed without complication and the patient has remained afebrile. Next follow up in 3 months. The device was returned to the manufacturer for evaluation.